Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient has been having issues with their implant. The caller reported that it has been gradually getting harder and harder to connect to the implant with the communicator, and now they can't get it to connect at all. Patient stated that the patient needed imaging done, but they could not receive the imaging because they could not connect to turn off the device. Caller also said patient was having pain at the implant site and recently developed pain in their legs and feet, which they are not sure was related to the device, but they thought it might b e because patient had described it as feeling like they're being shocked. Caller said they don't know if the pain was related or not. Patient has been tested for neuropathy, but the doctor can't find a cause for it. The issue started about 2 months ago or 2.5 months ago. Agent reviewed communicator general use and how to troubleshoot communicator and handset connection issues, and recommended that patient follow up with their healthcare provider to check the system. The patient was not with the caller at the time of the call, so further troubleshooting could not be performed.

Event description:
Additional information was received from the consumer. The patient representative called back and repeated information previously noted regarding not being able to connect to the device. The caller reported seeing no device found message when attempting to connect to ins. The caller stated they could feel the device bump on patient's left side, agent reviewed that device registration lists the device being on the right side. The caller tried placing communicator on the right side and saw device not responding. The caller repositioned communicator and was able to successfully connect to the device and activate MRI mode during the call. The caller will follow up with healthcare provider (hcp) regarding device placement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep called in to inquire about the status of a communicator replacement as the patient noted that they never received a replacement communicator. The agent reviewed that the original caller noted some communicator issues, but were going to call back when they were with the patient but there was no record that they called backin. The agent made an outbound call to the patient and left a voicemail that if they still need assistance to contact patient services. On (B)(6) 2024, the caller called back in and reiterated that the patient had been having issues with communicating with their therapy through the communicator. The caller stated they followed up with the patient's urologist a couple weeks ago after speaking with patient services last and they did an x-rays to see if anything had shifted out of place and everything was fine. Patient services asked the caller if they could feel the ins under the skin and the caller stated "no" but noted the hcp told them at the office that they could feel the ins and stated the hcp told them to call the manufacturer to request a replacement communicator. Patient services reviewed with the caller it would be nice to troubleshoot but the caller stated troubleshooting had been done and the ability to connect had been inconsistent and the hcp wanted a replacement sent. The caller did not have the communicator serial number available at the time of the call so the caller was going to call back to provide serial number of communicator and shipping information so a replacement communicator could be sent. On 2024-11-21 a call was received from the patient rep in regards to wanting to provide the serial number for the replacement.